Event description:
It was reported that during the implant procedure on (B)(6) 2022 that the right ventricular (rv) lead had high capture threshold and r waves amplitude variation. The rv lead was not used and the physician elected to complete the procedure with a different rv lead.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.

Manufacturer narrative:
The reported events of r-wave amplitude variation and high capture threshold were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies with the exception of damage consistent with that occurring at the time of the procedure.